Event description:
It was reported that the patient presented to the emergency room after experiencing a "pre-syncopal episode". It was also reported that the patient had diaphragmatic stimulation. The device was reprogrammed and the device and lead remain in use. It was also noted that a holter was also added for this patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.